Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on interrogation there were multiple low speed and low flow alarms. Speed went to 5500 with flow going to 0.9 and ramping up, vad coordinator sent in waveforms and they did show the low speeds and pump stoppages, they are going to change her controller again now just to see if it makes a difference. A percutaneous lead repair was completed on (B)(6) 2014. Passed continuity test before and after repair. The patient was placed back on grounded cable. Low flows and pump stoppages returned next day. The patient began to experience low flow and pump stoppages when attached to the power module. The vad coordinator was instructed to keep patient on battery. The patient transferred to another hospital for potential pump exchange. A device tracking form was received (B)(6) 2014 confirming a pump exchange occurred (B)(6) 2014.